Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- drill. Visual examination of the provided pictures identified two drill bits broken in half. No further evaluation can be made from the provided picture. Part and lot identification are necessary for review of device history records, neither were provided for the unknown drill. Complaint history review cannot be performed without product identification for the unknown drill. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the drill bits broke during surgery while drilling. No known impact or consequence to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: 00879000703 modular flex drill bit 3.2 mm diameter 30 mm length 65311682; g2: foreign: jordan; multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00729. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.